Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report a failed sensor one hour after insertion. Upon removing the sensor, she noticed that the sensor appeared to be kinked or possibly shorter. Patient confirmed there was no wire visible at the insertion site. No medical intervention was required, and patient was fine with no issues at the site at the time of her call to dexcom technical support. Dexcom technical support made a follow-up call to patient on (B)(6) 2011. Patient reported that both she and the site were "perfectly fine."